Event description:
It was reported to vyaire medical that a patient expired during use on the lap top ventilator 1200. The customer reported there was no issue with normal operation of the unit noted during the event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet began. Once a final investigation is complete, a follow up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evalution. A visual inspection of device was conducted and found no visible signs of damage, defects, or contamination. The device was connected to an external power source and post and event trace data was retrieved and reviewed. This device last underwent automated testing on (B)(6) 2008, passing on all counts. No failures noted. According to event trace findings, the ventilator was found to be operating as expected. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.